Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The patient was on plavix 75mg at the time of procedure. A 21mm wds was introduced but required full recapture. The 24mm wds was placed with no issues. No perforation was seen during fluoroscopy and no pericardial effusion was seen on transesophageal echocardiogram (tee) during or after the case. However, three to four hours post procedure, the patient developed pericardial effusion. The patient was tapped and 300ml of fluid was removed. The patient remained stable and was discharged with a scheduled follow up in one week.